Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, and it was determined that the speaker holes on the pump were obstructed. Technical support instructed the customer to remove the obstruction, clean the speaker holes, and attempt to resume insulin delivery. After replacing the cartridge and following the instructions, the issue was resolved, and the pump resumed normal operation without recurrence of the alarm.